Manufacturer narrative:
Correction; e1. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective lcd color display. The customer declined to repair the unit; therefore, the unit was returned unrepaired and labeled not certified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.